Event description:
It was reported that during the procedure, a 3.5x19 otw jostent graftmaster covered stent was advanced to treat a free perforation in the saphenous vein graft to posterior descending coronary artery, however, the jostent graftmaster was unable to cross the perforation. The 3.5x19 otw jostent graftmaster was withdrawn and a new 3.0x12 otw jostent graftmaster was able to cross and seal the free perforation via deployment at 12 atmospheres. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.